Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The device functioned as designed. This device was coiled in the packed upon receipt. Even through these thermoplastics took a set in the return package, the device was capable of deploying and retracting completely. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
Based on review of the report, this file was determined to be a non-reportable event and updated from a malfunction to a complaint. The file was incorrectly reported as a malfunction.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy procedure. The sail was pulled back to retract. The black line was visible at the top. But the sail was not fully retracted. Noticed when they went to staple, could feel pressure against the stapler. There were no difficulties in removing device from the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).